Manufacturer narrative:
Product complaint # (B)(4). Unopened samples of product were returned for analysis. This product code is double armed. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. The sutures were dispensed without problems and examined along the strands and no defects were observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received no needle pull off suture or needle breakage was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested, but unavailable: what do you mean by "needle keeps breaking the end of the suture, where the needle meets the suture. And when the surgeon goes to tie the suture the end rips?" Please explain and clarify the below: did the whole needle separate/detach/pull off from the suture? Did the suture thread break into two pieces at the end almost close to the needle? Did the needle break into two pieces at the swage on the needle body close to the suture thread? It is stated that a total of three suture devices involved, seven samples to return, lot number jlk441 for this event report. Can you please tell if all the three devices reported to have issue with the same procedure and from the same lot reported? The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an unknown procedure in 2018, and suture was used. The needle keeps breaking the end of the suture, where the needle meets the suture. And when the surgeon goes to tie the suture the end rips. Case completed with another device of the same product code. There were no patient consequences reported.